Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with marfan¿s disease, and a previously implanted a non-abbott temporary catheter-base heart pump. A first clip, a mitraclip xtw (50530a1096) was prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred, and while in the valve, it was observed that the posterior gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50528a1070) was then prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred, and while in the valve, it was observed that the posterior gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A third clip, a mitraclip xtw (50530a1020) was inserted without issues. However, difficulties visualizing the posterior wall and posterior leaflet. Therefore, the clip was removed from the patient. The procedure was discontinued with no clips implanted. The non-abbott temporary catheter-base heart pump device was removed from the patient, and a balloon pump was inserted into the left groin. It was noted that balloon pump was inserted into the left groin to elevate hemolysis caused by the non-abbott temporary catheter-based heart pump. The patient was then transferred to the cath lab. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. Image resolution poor is related to procedural circumstances as imaging was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling.